Manufacturer narrative:
Patient's date of birth , patient's weight not provided/unknown.

Event description:
It was reported that the implant (oss311) fractured. The bottom part of the implant was put to sleep. Tooth location 22.

Manufacturer narrative:
One osseotite® implant was returned for inspection. A visual inspection revealed that the remaining portion of the implant showed signs of wear consistent with use. It was confirmed that the device was fractured at the hybrid metal region. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015 biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. A singular cause cannot be identified.